Event description:
It was reported that during a hip arthroscopy procedure using the ambient super turbo vac 90, after 15 minutes of activation the surgeon noticed that a small piece of the binding glue from the wand had peeled off the metal interface and fell into the joint. The surgeon withdrew the wand and flushed the joint with irrigation to remove the piece. As the broken piece was very small, the surgeon could not confirm with confidence that there was no debris remaining in the surgical site. The procedure was completed without significant delay using a back-up ambient super turbo vac 90. There were no pt complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the united states. As a result of foreign confidentiality requirements and international privacy laws, no pt information was available.